Event description:
The customer reported the (blower) was not functioning properly, intermittent. A high urgency alarm activates, and patient ventilation continues using the 100% o2 gas source if available. No patient involvement reported.